Event description:
It was reported that the patient's device exhibited myopotential oversensing causing pacing inhibition. No interventions were performed. There were no patient consequences.

Event description:
New information indicated that the device exhibited another occurrence of myopotential over-sensing. Device reprogramming was made. There were no adverse health consequences to the patient.